Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 09/24/2024. An investigation was conducted on 10/03/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact device. The black eye piece was unscrewed from the base of the endoscope. The black washer was not observed on the inside of the eye piece. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "break; seal" was confirmed. The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device serial conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Manufacturer narrative:
Tw ID# (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope black eye piece was removed. There is a seal around the eye piece , since the eye piece is isn't on the scope the seal has been broken and fluid or vapor could enter the eye piece. No harm.